Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium prime coil was returned within a shipping box; within a sealed biohazard bag; within an opened axium prime coil inner pouch; within an opened axium prime coil inner pouch and within a dispenser track. The axium prime coil was returned within the introducer sheath. Visual inspection/damage location details: the introducer sheath was found to be kinked at middle section. The actuator interface was found to intact and attached to the coupler tube. There did not appear to be evidence of mechanical detachment using an instant detacher at this location. No bends or kinks were found with the axium prime pushwire. The coin was found still against the lumen stop with. The shield coil was found intact with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil was then used for testing with an in-house instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. The implant coil was detached after first attempt without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no instant detacher used. Three attempts were made to detach the coil using the manual method. Prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding axium coil non-detachment. The patient was undergoing a coil embolization procedure to treat an anterior communicating artery (acom) ruptured saccular aneurysm. The aneurysm max diameter was 4.5mm and the neck diameter was 2.3mm. Blood flow and vessel tortuosity were normal. It was reported that the axium coil and all accessory devices were prepared according to the instructions for use (IFU). The coil was delivered to the intended location but could not be detached despite repeated attempts. The coil was withdrawn and replaced and the replacement coil was deployed without issue to complete the procedure successfully. There was no harm or injury to the patient associated with this event.